Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed offset coil winds on the embolization coil. This damage typically occurs if the ruby coil is manipulated against resistance. Based on the reported event, the root cause of the resistance during the procedure could not be determined. The pusher assembly was not returned for evaluation; therefore, the root cause of the coil detachment during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was moderately tortuous and moderately calcified. During the procedure, the physician successfully implanted four non-penumbra coils and a ruby coil into the target vessel. While advancing another ruby coil, it got stuck in the mid-shaft of the microcatheter. When attempting to retract the ruby coil, the ruby coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the ruby coil was removed. At this point, the physician decided to end the procedure. There was no report of an adverse effect to the patient.